Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 4.5mm to occlude the vessel. The physician performed an intervention and deflated the occlusion balloon. The physician inserted the stent delivery catheter and re-inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician inserted a stent delivery system and before the stent was placed the occlusion balloon deflated.